Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise with oversensing which resulted in pacing inhibition and asystole of greater than two seconds. Surgical intervention was performed and this lead was explanted and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.